Event description:
Boston scientific crm received information that this device, which was included in the shortened replacement window advisory march 2009 population product advisory was initially communicated on 4/5/2007, declared elective replacement indicator (eri) after 48 months of implant. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition. This issue is discussed in the q3 2010 product performance report.

Manufacturer narrative:
The device is currently undergoing analysis. When additional informaiton becomes available, this report will be updated.

Event description:
Subsequent information indicates that the device was explanted. The device has been returned for analysis.